Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated that the pace/sense portion of the rv lead was surgically abandoned. The lead is still being used for defibrillation purposes. Another manufacturer's rv pace/sense lead was implanted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead had a conductor fracture. The lead planned to be explanted at a later date. There had been no episodes of any inappropriate shocks delivered. To date, there have been no adverse patient effects reported.